Event description:
A consumer's wife reports that her husband has blurred vision at all distances following bilateral intraocular lens (iol) implant surgery. The surgeon stated the blurry vision is due to swelling in the back of the eyes. He is being treated with medications. The consumer requested that the surgeon not be contacted and would not release any identifying information. There are two medical device reports associated with these events. This report if for the fellow eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did no provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. The consumer requested that the surgeon not be contacted and would not release any identifying information.